Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service team indicates that image from the camera head is getting cropped, cable is immersed in water, water leakage is coming from the focus switch, video connector pins are found to be corroded and head packing is dirty was found. There was no patient involvement.